Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (high drain error 101) event was identified. This is an ancillary service event. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 20:12:09 during the night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.